Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported device damaged by another device (dislodged) is due to procedural conditions. The reported expulsion is a cascading effect of the reported device damaged by another device (dislodged). The reported embolism is a cascading effect of the expulsion. The reported perforation (lacerations) is due to procedural conditions. The reported pe is a cascading effect of the reported perforation. Additionally, the reported patient effects of embolism, pericardial effusion and perforation are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported medical interventions, removal of foreign body, and unexpected medical intervention were results of case-specific circumstances as. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. An xtw clip (30711r3053) was inserted and deployed on the mitral valve. To further reduce mr, a second xtw clip (30711r3054) was inserted and advanced toward the mitral valve. However, before opening the second clip, it became caught with the first implanted clip. The second clip caused the first implanted to clip to dislodge from both leaflets and embolized in the pulmonary vein. The second clip was retracted, and the first clip was able to be snared. Therefore, the procedure was discontinued and mr remained at a grade of 4. It was noted a pericardial effusion (pe) occurred. Lacerations were observed on the right and left atrial appendages which were confirmed as the source of the pe. Pericardiocentesis was performed but was unable to treat the pe. Therefore, surgery was performed to patch the lacerations. There was no clinically significant delay in the procedure. No additional information was provided.